Manufacturer narrative:
Initial reporter phone no. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was damaged. This issue was identified during use of the device for peritoneal dialysis therapy. The transfer set had been in use by the patient for one (1) month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h4: device manufacture date: 1/23/2020 (previously submitted as ni) additional information: h3, h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder leg. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.